Manufacturer narrative:
It was reported that an olive wire broke during surgery resulting in the tip being implanted in the patient's bone, as the surgeon determined it was not medically necessary to remove. The device was not returned for evaluation, however review of radiographic evidence indicates the tip broke off approximately right before the threading meets the shaft. The 2mm x 40mm sub-olive wire with threaded tip is provided to customers within a sterile kit (sk14) marked for single use. The UDI referenced is for the sterile kit, sk14, the product is distributed within. The device history record was reviewed and no issues were identified during the manufacture or release of the device that could have contributed to what was reported. Although a number of factors could have contributed to the breakage, based on available information the surgeon ran the olive wire into another device resulting in its breakage. The olive wire is manufactured with implant grade material and no adverse events have been reported as a result of this failure to date. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that an olive wire broke during surgery resulting in the tip being implanted in the patient's bone during a bunion procedure on (B)(6) 2020. A backup device was available to successfully complete the case with no additional patient outcomes.